Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during skin closure on a breast reconstruction procedure, while the surgeon was performing an interupted stitch, the needle came off the thread like a pop off needle would even though it is not. A new suture pack was opened to complete the case. There was no patient injury.